Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
While checking on prime circuits today, it was noticed a substantial amount of normasol was leaking from the exhaust port of the oxygenator. They cut out the oxygenator and replaced with another oxygenator. Cut out leaking oxygenator and replaced with another unit.